Event description:
It was reported that the pump's insulin gauge was displayed incorrectly. There was no reported adverse impact to the customer's blood glucose level. The customer resolved the issue using the original cartridge.